Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box did not find any errors, alarms, or warnings related to the complaint. The vibratory features functioned normally, however the audible tones were not operational. Investigation revealed a cracked cold solder on the audio circuit piezo.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. Reportedly, neither the audio nor the vibration features were functioning. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.